Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during an acl reconstruction procedure, the biosure regenesorb threads were damaged and broke while being screwed into the tibial side. All fragments could be retrieved from the joint by using artery forceps. A back-up device was used, in the same bone hole, to complete the surgery. Surgery was delayed less than 30 min. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: one 72204408 biosure regenesorb 10x25mm screw used for treatment, was returned for evaluation. The screw was returned damaged indicative of force and torque factors. The condition of outer diameter of thread edges range from burnished and rolled to distorted and peeling. Symptoms indicate resistance, force and over-torque applied. Per instructions for use the recommendation is critical for ease of insertion and successful anchoring. This is a tapered product so the tunnel needs to accommodate the largest diameter of the implant. Damage aligned with inferior tunnel diameter and possibly depth. Instructions for use contains instructions, precautionary statements and recommendations for proper use of product. Use of a driver other than the appropriate biosure driver may result in breakage of the screw. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. The biosure tap is recommended for use with bone-tendon-bone grafts prior to inserting the interference screw. In cases where hard bone is encountered, it is recommended that a tap 1mm larger than the screw be used. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.